Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 525cc, catalog number 3501685, serial number (B)(4), lot number 5767721. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old (B)(6) female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 525cc breast implants and experienced deflation on the right breast implant and a capsular contracture baker grade IV on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch report is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient also experienced capsular contracture on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 525cc, catalog number 3501685, serial number (B)(4), lot number 7555340 on (B)(6) 2018. No replacement was performed on the left breast implant. (B)(4).

Manufacturer narrative:
On 05/11/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of removal and replacement of the right device was 04/04/18. The replacement device was saline mentor smooth round moderate profile 525cc. The left device was not removed. Manufacturer¿s reference number: (B)(4).